Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that the insertable cardiac monitor (icm) exhibited over-sensing. No further information was provided.

Event description:
New information received indicates that the insertable cardiac monitor (icm) exhibited a diagnostic issue indicating false arrythmia. Programming changes were made without any adverse effect on the patient.